Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and non-boston scientific defibrillation lead had a syncopal episode at home. The patient was brought to the emergency room and had another syncopal episode. All lead values were reported as normal. There was only one previous episode of noise on this lead. However, noise could not be reproduced with isometrics or pocket manipulation. A loss of capture was also reported. The device was implanted subpectoral and the physician had suggested a possible header issue.

Manufacturer narrative:
As a result, the device was explanted. Upon explant, the field reported that there did not appear to any visual defects to the header. In addition, the non-boston scientific lead was also taken out-of-service as the physician was not ruling out a lead issue as well. The device will be returned for analysis. Should additional information become available, this event will be updated.

Event description:
--

Manufacturer narrative:
The device was returned and detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no abnormalities or irregularities on the header or on the surface of the device except for minor scratches and dents on the surface of the device that could have been induced while explanting the device. However, recorded memory of the device indicated that device had recorded out of range atrial lead impedance over two months ago and relatively high atrial lead impedance a few weeks after that. The electrogram recorded by the device one day before the explant date, indicated that the atrial lead had captured noise signals. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In conclusion, the noise and loss of capture issues might not be related with device's functionality.

Event description:
--